Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, it was noted by the staff that the battery "ran out too soon". As a result, the pump was replaced by a new one. Patient outcome reported as fine. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp battery "ran out too soon" is not able to be confirmed. Additional information obtained from a service agent indicates the battery was replaced, and the pump passed preventative maintenance checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, it was noted by the staff that the battery "ran out too soon". As a result, the pump was replaced by a new one. Patient outcome reported as fine. There was no report of patient complication or serious injury and death.